Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to cholesteatoma (not cochlear device related), atypical sound percept and tinnitus. There are no plans to reimplant the patient with a new device as of the date of this report.